Event description:
It was reported to boston scientific corporation that a hydrothermablation console unit was used during a hydrothermablation (hta) procedure in 2009. According to the complainant, post procedure, the patient presented with cyclical pain and intrauterine adhesions. The patient presented with the pain between november and nine months later. Patient's treatment is unknown. According to the complainant, the hospital and physician information for the original procedure is unavailable. Several attempts at follow up have been unsuccessful.